Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient had inaccurate cgm values 5 days after the sensor was inserted in the abdomen. On (B)(6)2024, the patient felt like they were going to lose consciousness. The patient himself works at an ambulance and a paramedic performed a fingerstick and the cgm was reading 12.6 mmol/l, and the blood glucose reading was 3.2 mmol/l. The patient was assisted by the paramedics too while drinking soda. It was confirmed that the assistance was crucial because the patient was unable to treat themselves. The patient recovered and no further treatment was needed. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.